Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) may have been damaged during a fall and was not working. The patient went to the hospital and was advised to follow up with their cardiologist. The device remains in use. No patient complications have been reported as a result of this event.